Event description:
The reporter indicated that a 13.2mm micl13.2 -11.50 diopter implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2022. The patient experienced excessive vault, pupil block, angle closure, elevated intraocular pressure, unreactive (fixed) pupil, and blurred vision. Additional medical intervention (aqueous suppressants and diomox) were prescribed. On (B)(6) 2022 the lens was exchanged for a shorter length, same model and power lens. It was reporter that the exchange resolved the problem. However, it was also reported that the vault is still high. For status of the eye the reporter stated " quiet, comfortable, good vision, happy." In the reporters opinion the device and patient-related factor is the cause of this event.

Manufacturer narrative:
(B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: b5- "the reporter indicated that a 13.2mm micl13.2 -11.50 diopter implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2022. The patient experienced excessive vault, pupil block, angle closure, angle closure, elevated intraocular pressure, unreactive (fixed) pupil and blurred vision. Additional medical intervention (aqueous suppressants and diomox) was prescribed. On (B)(6) 2022 the lens was exchanged with a shorter length lens and problem resolved. Status of the eye was reported as "quiet, comfortable, good vision, happy". However it was also reported the vault is still high. In the reporter's opinion the deice and patient related factor is the cause of this event." H6- health effect: impact code- 4627 should be corrected to 4629. D6b- (B)(6) 2022 corrected to (B)(6) 2022. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5- "the reporter indicated that a 13.2mm micl13.2 -11.50 diopter implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2022. The patient experienced excessive vault, pupil block, angle closure, angle closure, elevated intraocular pressure, unreactive (fixed) pupil and blurred vision. Additional medical intervention (aqueous suppressants and diomox) was prescribed. On (B)(6) 2022 the lens was explanted. On (B)(6) 2022 the lens was replaced with a shorter length lens and problem resolved. Status of the eye was reported as "quiet, comfortable, good vision, happy". However it was also reported the vault is stil high. In the reporter's opinion the deice and patient related factor is the cause of this event." H6- health effect: impact code- 4627. D6b- (B)(6) 2022. Claim# (B)(4).